Event description:
Surgeon reports the device would not advance and would not fire; this surgeon is quite familiar with this stapler and a very seasoned endoscopic general surgeon.======================manufacturer response for 5mm endoscopic multiple clip applier, ligamax 5 (per site reporter).======================ethicon issue event # rca pi1-7nzw3s; vendor delighted to mail us a free replacment and will send a shipping kit so we may return the device for qa to examine.